Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is on-going.

Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn 161006 / sn (B)(6) was shut down during treatment. The error codes are tf446028 (clock error), tf446029 (ambient failure detected) and tf485001 (ambient failure detected). Patient involvement with medical intervention (manual ventilation by the respiratory therapist), but no patient, user or third-party harm was reported.